Manufacturer narrative:
Device evaluation: 01 unit of lot of zebd-7-7 was returned was returned. Was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 19 feb 2026. Visual inspection: stent returned with the pigtail straightener in the correct orientation. Stent examined and kink observed on the 4th side port of the non tapered end pigtail curl. Functional inspection: 0.035 inch wire guide passes through the stent with no issue. The reported failure was observed in the lab evaluation. Manufacturing records: prior to distribution, all zebd-7-7 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 device of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Japanese packaging insert: it should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". There is no evidence to suggest that the customer did not follow the japanese packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during handling upon removal from the packaging or during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in a subsequent kink forming. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the pigtail curl of the stent was kinked. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during handling upon removal from the packaging or during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in a subsequent kink forming.

Event description:
A supplemental report is being submitted due to completion of the investigation on 27-mar-2026.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the stent was straightened by the straightener, the physician found that the pigtail got kinked. Another new stent was used. Prior to patient contact and there was no health hazard. Was the device at the center of the complaint inspected for damage prior to use? Yes. Did the patient require any additional procedures as a result of this event? No. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes.